Event description:
It is reported that the pt was revised due to infection. Poly wear and pits were noted on the articular surface.

Manufacturer narrative:
Eval summary: the left half of the articular surface was used to perform a remelting test. After remelting, many of the machining lines on the left condyle reappeared. Further, a lot of the heavy gouging was no longer present. Both of which indicate that material was moved, not removed from the articular surface. The scratching and pitting appear to be conducive of third body wear, although no third body particles were observed on the component. It is possible that a bone fragment or another material naturally found in the body that can re-absorb quickly, was the cause of the scratching and gouging; however, this cannot be determined conclusively. In addition, the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 c 10 (-6) or better. Cause cannot be definitely determined. Device history records indicate all components were manufactured and inspected to specification.